Event description:
It was initially reported this device was being prepared for therapeutic drainage. However, during preparation of the device, the suture material broke. Another device was used to successfully complete the procedure and there were no pt complications involved. Upon receipt and investigation of the returned device, this event has been deemed a reportable status.

Manufacturer narrative:
A visual eval indicated no visible residue was present to indicate use. A visual eval found that the stent was cut in two pieces. The cut was at an angle and through the entire body of the stent. The stent cut ends appeared to be jagged with overlap into the inner diameter of the stent. The cut was found to be 21.2 centimeters from the distal tip of the stent. The suture had also broken at the knot in the end. The knot was broken approx 9 millimeters from the ends of the tied suture. A lot history search was performed and found no other complaints against lot number 7569269. A review of the device history record was performed and revealed no anomalies. It appears that during preparation the suture was being removed from underneath the pigtail straightener and cut into the stent causing it to tear in two. However, the exact root cause of the stent detachment cannot be conclusively determined. Our directions for use state: "the insertion of a ureteral stent should not be undertaken without comprehensive knowledge of the indications, techniques and risks of the procedure."